Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s display locked up on the device. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The device's display and system boards were proactively replaced to address the issue. After replacing the parts on the device, a final and run-in tests were performed and passed. The battery and valve checks were performed on the device. The device was found operational. The device was cleaned.